Manufacturer narrative:
Device was not replaced or returned to the plant for investigation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis patient called technical services and reported he encountered drain complications during his treatment. The patient also mentioned he was experiencing abdominal pains. During follow-up the patient's nurse stated the patient was admitted to the hospital for abdominal pain and further was diagnosed with peritonitis; specific admission date was not provided. Patient's nurse stated patients' peritonitis was caused by a breach in aseptic technique while performing treatment on the liberty cycler. Patient's nurse stated the patient was discharged, continues continued continuous cycler-assisted peritoneal dialysis, and was recovering from symptoms of peritonitis. Further information has been solicited but not made available.